Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a melin@home transmission. My potential oversensing was noted. Device reprogramming resolved the issue. Patient is in good condition